Manufacturer narrative:
On 16-dec-2022, additional information was received indicating it was the hemostatic valve that broke. The hemostatic valve did not dislodge inside the hub or outside the hub. The brim cap/hub did not detach from the sheath. No air entered the patient¿s body. No patient consequences. No treatment required. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 17983580 number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation occurred. It was reported there was damage of the hemostatic valve. The issue occurred was during catheter replacement (time of onset unknown). The preface® guiding sheath with multipurpose curve was replaced with a new preface. The procedure was completed without patient's consequence. The event occurred on a day a bwi representative was not present during the procedure and was just found out about the issue due to the omission of the report from the agency. No additional information is available.